Event description:
Event desc: pt had surgery to insert plates and screws. The plate and the screws came out and had to be replaced. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. "Potential for pt harm indicates" implants that were returned appear to function properly. Two months later, globus medical rec'd an e-mail from our sales rep stating that upon waking up post-op the pt "started to throw his head from one side to the other." This seems to be the logical cause of the failure but it is impossible to assess if there was any damage to the implants prior to this event. Therefore, upon investigation of the devices we maintain that the cause of the failure is inconclusive.